Event description:
Pt complained of tenderness and pain on edge of device. It appears to have migrated a bit and the skin over it appears to be thin. Device was moved submuscular to ensure avoidance of erosion and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.